Event description:
Patient underwent a cardiac catheterization due to severe congestive heart failure. The interventionalist noted complete occlusion of the left circumflex artery with intervention to open the area attempted. During the intervention, the pt2 moderate support wire fractured and sheared the middle of the vessel. A miracle bros guide wire was inserted; however, the balloon was unable to cross. While waiting for a laser catheter to continue the procedure, the patient developed a clot in the left main coronary artery with a sudden drop in blood pressure. His condition deteriorated to a cardiopulmonary arrest and all efforts to revive the patient were unsuccessful.